Manufacturer narrative:
The patient 's device is currently in the process of being returned for investigation. Evaluation of device download date does not suggest any device failure. There is no evidence to suggest that the device caused or contributed to a death or serious injury. Review of the patient's downloaded data reveals some noise flags around the time of the event. The rhythm strip recorded by the "drager" monitor shows vt at around 180 beats per minute. Thr vt rate threshold for the lifevest was set to 170 beats per minute. The equipment is in the process of being returned for further evaluation. Monitor (B)(4): 06/2014 - reuse; electrode belt (B)(4) - 06/2004 - reuse.

Event description:
On (B)(6) 2014, zoll was notified of a patient that went into ventricular tachycardia (vt) and was not treated with the lifevest while being monitored in the hospital. The patient was fitted at 12:00 on (B)(6) 2014 and was scheduled to leave the hospital on (B)(6) 2014. Heart rate, blood pressure, and pulse oximetry were being monitored on a "drager infinity delta." The nurses measurement of the respiratory frequency was deactivated at the time. A round 21:32, the bedside monitor alarmed for vt. The lifevest remained inactive. An AED "schiller defigard 4000" was also connected to the patient and did not react either. A second AED was then connected adn treated the patient successfully. After a short period of sinus rhythm, vt occurred again, and the patient was treated for a second time. The post-shock rhythm of the second treatment was asystole. CPR was then performed on the patient. The patient was then taken to the intensive care unit and connected to a dialysis machine and ventilated.